Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing jittery and shaking on their right side and shocking and burning. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.